Manufacturer narrative:
The longevity estimation anomaly near elective replacement indicator (eri) was confirmed by reviewing the data in the device image. The longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
Related manufacturer reference number: 2017865-2023-93350 it was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Upon further investigation, it was verified that the programmer interrogating the device had over-estimated the battery longevity. The device was explanted and successfully replaced. The patient was stable and asymptomatic.